Event description:
There was a sensor error after the soundstar eco diagnostic ultrasound catheter was placed into the patient. The catheter was removed and replaced with no harm to the patient. Manufacturer response for soundstar eco diagnostic ultrasound catheter, soundstar eco diagnostic ultrasound catheter (per site reporter). Mfg [manufacturer] notified by site.